Event description:
Approximately three weeks after injection with collagen the patient developed redness and swelling at the injection sites. The physician has prescribed intralesional and oral steroids and oral antihistamines. None of the treatments have been effective.